Event description:
The ICD involved in this MDR was interrogated during scheduled follow-up on (B)(6) 2010. An error message was displayed during the interrogation session relating to the windows operating system, which had to be acknowledged. Review of the logfiles received confirmed that a crash occurred during programmer software gui activation.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.